Manufacturer narrative:
Handpiece was fully instrumented and tested both electronically and mechanically under specified loading conditions. All specs were checked against data recorded in DHR for device and all specs were within tolerance for acceptable unit. Tip which broke is separated item and will be investigated separately. At this time, MFR believes this item was performing within specified toleraces and did not contribute to tip failure.

Event description:
During a temporal lobectomy, the sonastar had a tip error. They were unable to clear the error. The system worked at reduced power. With reattempts in the temporal lobe, the tip broke off and was laying in the operative field. Surgeon saw it and retrieved the tip. The pt did not suffer any adverse effects as a result of the incident. Surgery was prolonged 1 hr 30 mins.